Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system image acquisitions would not transfer to the navigation system in the operating room (or). There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, no components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The system log investigation concluded the navigation system did not respond to the dicom request from the imaging system to establish a connection for the dicom transfer. If information is provided in the future, a supplemental report will be issued.